Manufacturer narrative:
The site surgeon, dr. (B)(6) reporting this event and the site biomed representative declined to provide patient information details. On 11/03/2016 a medtronic representative performed a navigation system check-out. The navigation system was completely operational and all of the axiem ports working properly. The emitter was working as intended. Reported issue could not be replicated. Metal interference during the event is suspected to have caused the reported issue. This navigation system was successfully used in a subsequent procedure performed by another physician one day following this event. System performed as intended. On 11/08/2016 a medtronic representative, following-up at the site, reported navigation was abandoned before an incision was made. When the medtronic representative completed the navigation system check-out, there was not a registration saved for the patient, although a scan and model were loaded. The surgeon could not have moved forward with navigation without a patient registration. System performed as intended. Site representative alleged the patient had a vision issue following the surgery. No further details have been provided. On 11/15/2016 further follow-up at the site, a medtronic representative reported the surgeon alleged that as navigation was not available, they had difficulty during the procedure, and that the vision issue may have been avoidable. Investigation finds the site staff were not fully proficient with use of the navigation system, and chose to discontinue its use. System performed as intended. - no further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's fusion navigation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A site surgeon alleged their navigation system was not functioning while in a sinus tumor resection. No further details regarding the behavior were provided at the time of this report. The surgeon opted to abandon the use of the navigation system pre-op and continued the procedure to completion. The surgeon reported there was no delay of therapy. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's fusion navigation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Patient information provided.